Event description:
The account alleges that the brakes will not hold on this bed. There are no alleged injuries reported in regards to this issue.

Manufacturer narrative:
The tech troubleshot the bed and replaced the brake detent mechanism assembly to correct the issue.